Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc.

Event description:
The customer reported via phone call that the insulin pump alarmed power off and shut down. The customer's blood glucose reading was 157mg/dl at the time of incident. Troubleshooting also found that the pump alarmed pump error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected power loss alarms during testing and no power loss alarms were presenting the format history file. Multiple power error alarms noted in the format history file and power error alarm was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector on printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for two days with the unit functioning properly during testing as shown in the power management graph. Device received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.